Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 386 to 405 mg/dl at the time of the incident. The customer was at 243 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms related to their highs such as pneumonia and bronchitis. The customer was wearing the insulin pump during the incident. The customer had a bent set cannula and experienced no delivery alarms that were not resolved. Troubleshooting was completed and the pump was working as designed. The insulin pump will not be returned for analysis.